Event description:
It was reported that a 4.0 x 18 penta was deployed in the proximal lad. Four hours after the implantation, thrombus was discovered in the stent. Another procedure was performed and thrombolytic drug was directly administered through the guiding catheter to dissolve the thrombus.